Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's display had a line through it. Customer stated that they were unable to read the screen properly. Blood glucose level at the time of the incident was 192 mg/dl. The insulin pump was returned for analysis.